Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition following the procedure.